Event description:
Allergic reaction [allergic reaction]. Thick knee [knee swelling] . Pulled out the moisture [joint effusion] . Case narrative: this case is linked to (B)(4). Initial information received from belgium on 26-mar-2019 regarding an unsolicited valid serious case received from a physician (sports doctor). This case involves adult patient who was treated with the medical device hylan g-f 20, sodium hyaluronate (synvisc) and experienced seems like allergic reaction, thick knee and pulls out the moisture. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose and frequency (lot - unknown, there will be no information available on the batch number for this case) for unknown indication. On an unknown date in 2018, after the second or third injection, patient had thick knee, which seemed like an allergic reaction. Physician reported that there were 7 patients who had this reaction and for less severe reaction nsaids were administered, for more severe reaction physician pulled out the moisture and gave cortisone. This resolved thick knee. Corrective treatment: nsaids and cortisone for all events. Outcome: recovered for thick knee; unknown for rest. Seriousness criteria: intervention required for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc. Batch number: unknown global (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 17-may-2019. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Allergic reaction [allergic reaction], thick knee [knee swelling], pulled out the moisture [joint effusion]. Case narrative: this case is linked to cases (B)(4) (cluster). Initial information received from (B)(6) on 26-mar-2019 regarding an unsolicited valid serious case received from a physician ((B)(6) doctor). This case involves adult patient who was treated with the medical device hylan g-f 20, sodium hyaluronate (synvisc) and experienced seems like allergic reaction, thick knee and pulls out the moisture. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose and frequency (lot - unknown) for unknown indication. On an unknown date in 2018, after the second or third injection, patient had thick knee, which seemed like an allergic reaction. Physician reported that there were 7 patients who had this reaction and for less severe reaction nsaids were administered, for more severe reaction physician pulled out the moisture and gave cortisone. This resolved thick knee. Corrective treatment: nsaids and cortisone for all events. Outcome: recovered for thick knee; unknown for rest. Seriousness criteria: intervention required for all events. A product technical compliant was initiated and results were pending for the same.